Manufacturer narrative:
Block e1 (initial reporter address): (B)(6). This event was reported by the distributor. The physician is: (B)(4). Block h6: medical device problem code a150208 captures the reportable event of tip of device was stuck in the endoscope. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned. Microscope examination was performed, and it was found that the device has evidence of full deployment and the bushing has hits. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2021. During the procedure, the clip was planned to close the wound. When the device was opened and closed inside the patient, the clip became loose, then the tip of the device fell off, and got stuck in the endoscope. The procedure was completed with another resolution clips. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address):(B)(6) this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a150208 captures the reportable event of tip of device was stuck in the endoscope. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: e1 (initial reporter zip/post code, initial reporter fax)

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6)2021. During the procedure, the clip was planned to close the wound. When the device was opened and closed inside the patient, the clip became loose, then the tip of the device fell off, and got stuck in the endoscope. The procedure was completed with another resolution clips. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was planned to close the wound. When the device was opened and closed inside the patient, the clip became loose, then the tip of the device fell off, and got stuck in the endoscope. The procedure was completed with another resolution clips. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.